Manufacturer narrative:
Findings: pump received with blank display due to battery tube connector not plugged in properly. Unable to perform the displacement test due to blank display. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer went into the ocean with pump on. The customer device was exposed to the water. The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose was unknown mg/dl. The customer device exposed to ocean water. The customer went into the ocean with the pump on. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.